Event description:
The complainant reported that an impella rp pump was implanted for circulatory support. During support, a 'placement signal not reliable' alarm occurred. After six days of rp flex support, care was eventually withdrawn, and the patient expired.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. No product was returned for analysis. The data logs were evaluated and alarm placement signal not reliable was observed. The root cause of the placement signal issue could not be definitively determined as no product was returned for analysis to confirm dp sensor failure or cause of failure and limited clinical information was provided, a review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.